Event description:
Olympus medical systems corp. (Omsc) was informed that during the endoscopic retrograde cholangiopancreatography, the forceps riser was not returned completely. There was rubbing and catching. The intended procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. There was no abnormality in the forceps raised angle in combination with fb-26n-1, and the operating force and range of the forceps raiser. There were no cuts or fraying on the k wire. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.